Event description:
It was reported in the literature, that a patient underwent a thyroidectomy on an unknown date and an absorbable hemostat was used. Hemostasis was achieved by meticulous litigation of vessels during the procedure and the absorbable hemostat was placed over the thyroid bed. The patient experienced post operative bleeding within the first 24 hours and underwent a successful revision surgery and hemostasis.

Manufacturer narrative:
(B)(4).